Manufacturer narrative:
Additional information: b5.

Event description:
New information received noted that the right ventricular lead exhibited low pacing lead impedance.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier. Upon review, it was revealed that the right ventricular lead exhibited low impedance which triggered the patient to receive a notifier. The physician suspected that the low impedance could be caused by micro lead dislodgement or an insulation issue on the right ventricular lead. However, with the absence of lead noise the physician more highly suspected lead dislodgement than an insulation breach in the lead. The patient was seen in clinic. Isometrics were completed and no lead noise was confirmed. No interventions were made. The patient was stable and will continue to be monitored.